Event description:
The customer reported a motor error alarm during the prime delivery. Unable to conduct the displacement test due to repeated alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk.